Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). The customer complaint that the unit display was missing segments was verified. The problem was isolated to the user interface printed circuit board (ui pcb). The root cause was determined to be a poor connection with the display flex cable. The flex cable was reseated and all segments then showed on the display. The ui pcb was replaced.

Event description:
It was reported that the unit has a single missing display segment on the second digit of the heart rate. There is no report of patient incident or harm. There is no report of serious injury or death associated with this event.